Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in the bipolar configuration. An x-ray re- vealed that the lead was damaged under the collarbone. The device was programmed to the unipolar configuration. There were no consequences to patient.

Manufacturer narrative:
No medwatch form was received.